Event description:
My pacemaker model cd3365-40 q quadra assura has a problem and I'm feeling some malfunctions in a couple areas. When laying on my side, my heart or my pacemaker seems to be vibrating as if it was stuck. When I change positions it subsides. Last three months, it has (pacemaker) made a buzzing in my lower heart area, it's like a bee stuck inside a window feeling buzzing, and it seems to start at different times of day and then stops. My dr says, from the download merlin, there are no records of this happening. Well this is, most disconcerting as you may see from my symptoms. So my dilemma is paying for an office visit again and no proof from monitor so therefore, nothing will help or be done. My pacemaker works 98% of the time and the defibrillator may or may not work if I don't have enough power to shock me back, this is a major concern as you might have ascertained from my comments. Also my concern is that I will have a cardiac event and will be driving or in another situation where I could also endanger others, besides myself.